Event description:
It was reported that the customer had multiple no deliveries and needed assistance. Customer has been having high blood glucose levels around 300 mg/dl. Customer had to lower it with a needle. Customer was running out of supplies and was trying to get it fixed. Customer needs at least a couple of them replaced. Customer works in the emergency room and is often doing open heart surgeries and cannot have a pump that gives him trouble because he cannot leave his job to fix his pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.